Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported a pump error 68(trace pointers are invalid), pump error 49(history pointers failed. The history pointers are corrupted), pump error 29(an unexpected hardware reset occurred). The customer also reported "sensor not ready" and requested assistance with entering auto basal. Blood glucose value at the time of hypoglycemic event was 50 mg/dl and hyperglycemic event was 269 mg/dl. The customer was treated for hyperglycemia with insulin pump (subcutaneous insulin infusion) and hypoglycemia with carbohydrate intake. The event involved product(s) mmt-1884, mmt-332a, mmt-242a, mmt-7040a. Troubleshooting was performed for the pump error, the customer was able to clear the alarm, complete the insulin pump rewind and the insulin pump passed self-test. The customer was instructed to monitor the insulin pump. Troubleshooting was partially performed for low blood glucose event and high blood glucose event as the customer declined further troubleshooting. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for smartguard and the customer was advised to address the condition causing the sensor glucose values from being displayed and that there should be a banner indicating the condition those values to not be displayed. The customer was advised to call back as needed. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.